Event description:
It was reported that surgeon was using the exeter rasp 37.5mm and when rasping down, where the neck meets the handle, handle broke in half. Surgeon was able to extract rasp with a pair of forceps. No adverse consequence to patient and no delay in procedure. This was a surgery on patients' right side.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the rasp was returned with the trunnion fractured and therefore the event was confirmed. The observed fractured surfaces were consistent with other events of fracture due to overload. -medical records received and evaluation: not performed as no patient information was provided. -device history review: no discrepancies were reported. -complaint history review: there has been (B)(4) other event for the referenced lot. Conclusions: the device was confirmed to have broken following 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance.

Event description:
It was reported that surgeon was using the exeter rasp 37.5mm and when rasping down, where the neck meets the handle, handle broke in half. Surgeon was able to extract rasp with a pair of forceps. No adverse consequence to patient and no delay in procedure. This was a surgery on patients' right side.

Event description:
It was reported that surgeon was using the exeter rasp 37.5mm and when rasping down, where the neck meets the handle, handle broke in half. Surgeon was able to extract rasp with a pair of forceps. No adverse consequence to patient and no delay in procedure. This was a surgery on patients' right side. Update: "we loaded the broach on the broach handle and broached down the femur. While backslapping the broach handle with a mallet the broach neck broke to the point where a broach handle wouldn't grab it anymore. We the used vice grips to pull the broach out and continued to broach with more sizes."